Event description:
The MFR received info alleging a ventilator was not charging its internal batteries. There was no pt harm or injury. The ventilator was returned to the MFR for eval. During the eval, the ventilator failed to switch to internal battery power when it was removed from an pc power source. The ventilator's power board was replaced to correct the problem.

Manufacturer narrative:
Although the ventilator was found to audibly and visually alarm appropriately for a loss of ac power, this type of malfunction will result in a loss of therapy if the ac power source was lost.